Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 335 mg/dl. Customer went to the emergency room due to trying to treat high blood glucose of over 600 mg/dl. Customer had symptom of vomiting and thirst. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, when infusion set was removed at the hospital, it was found that cannula was bent. Customer was advised that tubing clamp would be sent in order to complete high pressure test.